Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain five of treatment. Upon removing the tubing set from the cycler, fluid was found behind the cassette door. Pt did not receive any antibiotics after the event and has had no adverse effects. All lab draws since the event have been negative for infections. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconforances during the manufacturing process.